Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous abdominal aortic artery. The 27/7/2/65 equalizer balloon catheter was advanced to dilate the lesion. The balloon was inflated for 10 seconds at an unknown atmosphere however, it ruptured on the first inflation. The device was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).